Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent an unknown ablation procedure with a pentaray nav high-density mapping eco catheter. A part of the pentaray was caught by the mechanical valve and was floating in the heart requiring surgical intervention. During left atrium (la) mapping, electrical signal could not be seen, and it was broken. A part of pentaray was caught by the mechanical valve and was floating in the heart. There was a part in the aorta. It was successfully retrieved by snare catheter. Pentaray was used in patient with mechanical mitral valve. The fact that bw was contraindicated was fully explained, and it was used at the discretion of the physician. There was no effect on the patient and the procedure was completed successfully. The issue was resolved by changing the catheter. The physician commented that there was no causal relationship with the product. The issue occurred by use at the discretion of the physician. Strongly explained from bw and explanation of contraindications had already been provided. Past medical history: dear patient after operation of mechanical valve. The physician¿s opinion on the cause of this adverse event is that it was the procedure. The patient has a mechanical valve in the mitral valve. Although the bw sales rep explained to the physician that it is contraindicated to use in the patient that has mechanical valve and the physician was aware of it. Bwi product was used in mechanical valve by the physician's own discretion. A part of pentaray was caught by the mechanical valve and ruptured. The catheter fragment was floating in the heart, and another part was also in aorta, they were all removed with a snare catheter. The patient outcome of the adverse event is fully recovered with no residual effects. The damage did not result in wires and/or braid being exposed or any lifted or sharp rings. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician did not have any intact ECG signal available to monitor patient heart rhythm. Catheter voltage was lost during left atrial mapping, and the physician noticed a tear of the catheter. The physician responded that the patient had no particular problems. The patient did not require extended hospitalization because of the adverse event. The patient had history of operation for mechanical valve implantation. The physician commented that there was some resistance, but not to the extent that the medical team was concerned. The physician did not have any intact ECG signal available to monitor patient heart rhythm. The catheter voltage was lost during left atrial mapping, and the physician noticed a tear of the catheter. The signal loss was observed on bs only and on the carto3 only. Tip fully separated is MDR-reportable. Bad no ECG on all channels is MDR-reportable. Medical device entrapment with excessive manipulation required is MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 18-may-2022, the product investigation was completed. It was reported that a 75-year-old female patient (50 kgs) underwent an unknown ablation procedure with a pentaray nav high-density mapping eco catheter. A part of the pentaray was caught by the mechanical valve and was floating in the heart requiring surgical intervention. Device evaluation details: visual analysis of the returned sample revealed that the distal side of the spine was found detached, the detached area presented elongation, all electrodes were missing and internal components are exposed in the tip area on the pentaray nav eco device. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 30705400l number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)